Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) level over 500mg/dl and large ketones. Bg level was addressed by manual injections. Reportedly, the customer uses apidra insulin in their cartridge and the customer has a lot of scar tissue. Tandem technical support educated the customer in regards to apidra being contraindicated for use with the pump. The customer declined troubleshooting for the occlusion alarms.